Event description:
Cadd hivol tubing 7381 came apart during infusion. Diagnosis or reason for use: crohns. "Event abated after use stopped or dose reduced: yes, event reappeared after reintroduction: no."